Manufacturer narrative:
Device evaluation indicated that the complaint of dislodged electrodes was confirmed. Visual inspection revealed all electrodes except for three electrodes were missing and not returned. Three electrodes were still attached to their respective cables and properly embedded in the paddle silicone. The root cause of the electrode dislodgement is unknown. The lead could not be electrically tested since it was returned with both pigtails cleanly cut from the paddle end. The cut proximal portions of the lead were not returned. The cut damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that during reprogramming high impedances were noted. The patient underwent a revision procedure, during which, it was found that 13 out of the 16 contacts were dislodged from the lead and fell off in the epidural space as confirmed by x-ray. The physician suspected malfunction with the lead and the lead was replaced. All contacts were retrieved from the patient¿s body. The patient was getting great coverage after the procedure.

Event description:
A report was received that during reprogramming high impedances were noted. The patient underwent a revision procedure, during which, it was found that 13 out of the 16 contacts were dislodged from the lead and fell off in the epidural space as confirmed by x-ray. The physician suspected malfunction with the lead and the lead was replaced. All contacts were retrieved from the patient¿s body. The patient was getting great coverage after the procedure.